Event description:
It was reported that during the test the foley catheter was unable to draw sterilized water and had difficulty to drain water. Per notification from ucc on 17dec2025, it was reported that pinhole found at trifurication site measuring 0.013 in was found during sample evaluation on 02dec2025.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual: received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx4588. Catheter filled with 10 ml mbs using returned syringe. Pinhole found at trifurcation site measuring 0.013 in. Therefore, the reported event is confirmed and does not meet specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12182448. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the test the foley catheter was unable to draw sterilized water and had difficulty to drain water. Per notification from ucc on 17dec2025, it was reported that pinhole found at trifurication site measuring 0.013in was found during sample evaluation on 02dec2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.